Manufacturer narrative:
Initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent and abdominal pain. A day after the event onset, the patient was treated with meropenem injection (500mg, in two bag each day, intraperitoneal), amikacin injection (100mg (in two bag each day, intraperitoneal) and vancomycin injection (1gm, weekly 2gm) for peritonitis. Pd therapy was ongoing. The cause, hospitalization and patient outcome were not reported. No additional information is available.

Manufacturer narrative:
Additional information was added to b5 and b7. Additional information for b5: upon follow up, it was reported that the patient was not hospitalized for the event. On an unspecified date, the antibiotic treatment was stopped. At the time of this report, the patient was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.